Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter for a total gastrectomy procedure, at the surgery the staples were fine but days after the tissue opened. Medical intervention was needed to prevent impairment of permanent function. The patient began to expel biliary material through the drain and had a strong abdominal pain so the surgeon reoperated after two days. The patient has been hospitalized since (B)(6). There was temporary injury due to the patient having peritonitis which is being treated. There was tissue loss and damage. At the reoperation, they found a duodenal stump open and closed the tissue. They did abdominal washes, treated with antibiotics and the patient is in the intensive care unit. There was blood loss of 500cc or more but did not result in blood transfusion. Surgical time was extended by 30 minutes or more due to the reoperation. Current patient status is alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.